Event description:
It was reported that during a kyphoplasty the end of the delivery tube of the autoplex system snapped off. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was discarded by the manufacturer.